Event description:
It was reported that the urine did not drain into the bag and determined that it was because the patient had clotting from the foley supplied by the urologist.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: salt accumulation / blocked drainage lumen/no drainage eye). The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review could not be reviewed due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine did not drain into the bag and determined that it was because the patient had clotting from the foley supplied by the urologist.